Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing and assembly process. The incident experienced by the customer is most likely due to the inherent design of the device. Applied medical is currently investigating device enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Event description:
Lap chole - "once the gall bladder was placed in the bag and the handle was pulled back to close the bag, the bag fell off the metal prongs and the bead came back up the shaft resulting in incomplete closure of the bag."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is currently undergoing engineer reviewed . A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.